Manufacturer narrative:
(B)(4).

Event description:
It was reported during an attempted implant, the physician could not get the hex wrench to engage the right atrial set screw. The device was not used and a new device was implanted instead. The set screw was tested and worked normally. The patient condition was stable before and after the event.

Manufacturer narrative:
The reported field event of an atrial set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone material inside the atrial set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity thus preventing the set screw from being properly engaged.